Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported communication failure or to determine its root cause. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone15.4. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient¿s mother reported that the patient experienced elevated blood glucose levels, reaching 524 mg/dl, after more than 48 hours of pod wear on the abdomen. The patient was admitted to the hospital on (B)(6) 2026, and was diagnosed with diabetic ketoacidosis, remaining hospitalized for two days. Reported symptoms included vomiting, illness, and loss of consciousness. Treatment at the hospital consisted of continuous insulin therapy. The mother further reported that the patient¿s dexcom g6 transmitter stopped working while wearing the pod associated with the high glucose event and suspected this contributed to the issue. The pod was discarded and is unavailable for investigation.